Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The customer experienced intermittent elevated blood glucose (bg) levels. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer administered an insulin injection, delivered a correction bolus, and performed a supply change to address the bg. The cause for the reported issue was not known. The customer reverted to an alternate method of insulin therapy.